Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery charger's power unit connector pins were not making adequate contact with the charger, causing the charger to lose power intermittently. The cause for the intermittent power supply connection cannot be positively identified. No adverse event resulted from the defective power supply connector. The pt received a replacement battery charger.

Event description:
The daughter of a (B)(6) male pt contacted zoll customer support to report that neither of the pt's batteries will charge. The pt was issued a replacement battery charger and two replacement battery packs.